Event description:
It was reported that an alert for increased impedance and noise on the rv coil to can were observed as a result of a lead fracture. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was cut and returned in two parts. The damage found was sustained during the surgical procedure. No fracture was found or anomaly related to noise/impedance issues.